Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 413 mg/dl. Tandem technical support had the customer perform a system check and the occlusion was possibly related to the cartridge. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.